Event description:
The hcp reported the device system was explanted due to an infection. It was returned to the MFR for analysis.

Event description:
Additional information from the hcp reports the patient presented with drainage, meningeal signs and symptoms and headache. A culture of the device pocket lumbar region and cerebrospinal fluid was positive for staph aureus and the patient was diagnosed with meningitis. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the patient experienced no drug withdrawal. The patient had risk factors of urinary tract infections and multiple sclerosis.